Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there was something wrong with the insulin pump. Customer stated the sensor reading would go up to 300 mg/dl in 15 minutes. Customer would check blood glucose and it was 107 mg/dl. Customer stated in the middle of the night she did not get up to eat. Customer stated she was passed out a few times. Customer has also had blood on the site of the sensor. Troubleshooting was performed. No further info reported.